Event description:
It was reported that an ilet user experienced persistent hyperglycemia, with cgm readings high without key tones and a confirmatory fingerstick of 414 mg/dl about three hours after a meal; the user had performed an infusion set change the prior night using an inset 6 mm, 23 in set on a thigh area with possible scar tissue and noted more bleeding than usual. Symptoms included thirst. Outcomes included no reported medical intervention beyond user self-management and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and suggested possible suboptimal insulin absorption related to infusion site factors such as scar tissue or bleeding after set insertion. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.